Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to increase their amplitude levels. Impedances were checked and contact 0 was out of range; there was high impedance. They reprogrammed around contact 0 on (B)(6) 2019 the patient had adequate pain relief. No further action was planned. The cause of the issue was determined to have been related to the patient's lead.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# 0213124886, implanted: (B)(6) 2018. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 20-mar-2021, UDI#: (B)(4). G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.